Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, surgeon booked a patient for a revision surgery on 17 december of the acetabulum, because the patient keeps dislocating. It is unknown if there were further complications.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of wear and a large gouge in the outer ring that appears to be from extraction. A medical investigation was conducted and confirms smith and nephew has not received the requested clinically supportive documents to fully evaluate the complaint nor determine a root cause for the reported failure. According to the sales representative, the surgeon reported, ¿it sound as if the patient was not fully compliant with the post surgery instructions¿. The surgeon subsequently does not fault the prosthesis. Although it was reported the patient underwent a revision for the ceramic liner and the ceramic head of the acetabulum on 12-17-2020, no supporting clinical documents of the revision have been provided. Therefore, based on the limited information provided, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional clinically relevant documents be provided, this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include limited range of motion, a procedural error or patient anatomy. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.